Manufacturer narrative:
The investigation of limb ischemia and thrombocytopenia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A complainant reported a patient was on impella cp support due to st elevated myocardial infarction with left main and right coronary artery stenosis. While on support, distal pulses were not palpable and the color of the impella leg was different. Heparin was paused. Partial thromboplastin time was greater than 120. The patient was overall in poor condition and expired. The relationship between the impella and cause of death is unknown.